Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon routine check, the right ventricular lead was noted with oversensing noise episodes. It was believed the oversensing was a result of an insulation issue. The noise was evident with left arm movements during isometric testing. X-ray testing during procedure did not reveal any issues to the insulation of the lead. The lead was capped and replaced on (B)(6) 2019. The patient's condition post-procedure was good.